Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.

Event description:
The patient was implanted with a volta 2cr lead, which was later suspected to be fractured causing shocks for the patient. The subject device reportedly could not be successfully interrogated, as the patient had a magnet placed over their device in order to withhold therapy. The patient was subsequently sedated and following removal of magnet the device was successfully turned off to eliminate any future therapy. Testing of the ventricular defibrillation lead confirmed a lead impedance greater than 3000 ohms, consistent with fracture. A decision was made to connect the patient to a crt-p system with only left ventricular pacing.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
The patient was implanted with a volta 2cr lead, which was later suspected to be fractured causing shocks for the patient.the subject device reportedly could not be successfully interrogated, as the patient had a magnet placed over their device in order to withold therapy. The patient was subsequently sedated and following removal of magnet the device was successfully turned off to eliminate any future therapy. Testing of the ventricular defibrillation lead confirmed a lead impedance greater than 3000 ohms, consistent with fracture. A decision was made to connect the patient to a crt-p system with only left ventricular pacing.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was implanted with a volta 2cr lead, which was later suspected to be fractured causing shocks for the patient. The subject device reportedly could not be successfully interrogated, as the patient had a magnet placed over their device in order to withhold therapy. The patient was subsequently sedated and following removal of magnet the device was successfully turned off to eliminate any future therapy. Testing of the ventricular defibrillation lead confirmed a lead impedance greater than 3000 ohms, consistent with fracture. A decision was made to connect the patient to a crt-p system with only left ventricular pacing.